Event description:
A cgm error was reported by the caller, specifically cgm error 42, associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session.